Manufacturer narrative:
Patient's death date: (B)(6) 2017. Device is a combination product. The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Promus element plus clinical study. It was reported that the patient died. In (B)(6) 2013, the subject was referred for cardiac catheterization and index procedure was performed. The target lesion was a de novo lesion located in mid right coronary artery (rca) with 85% stenosis and was 15 mm long with a reference vessel diameter of 2.75 mm.. The target lesion was treated with pre-dilatation and placement of a 2.75x16mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0 %. On the following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, when site attempted to contact the patient for scheduling for the 4th year follow up, the patient's spouse informed that they had moved to a different place because she needed assistance with the patient's declined healthcare and also reported that the patient has progressed into later stages of alzheimer's. In (B)(6) 2016, the patient was hospitalized with a stroke and later subject was discharged to a rehab facility. Three weeks post this, the patient was again hospitalized with a heart attack. There the patient was in ccu for 2 weeks and was then transferred to a long term care facility. In (B)(6) 2017, the patient died. Death certificate was not available and autopsy was not performed. Per pi note, as the patient had multiple co-morbidities, the cause of death was unknown.

Manufacturer narrative:
Describe event or problem and patient codes updated. (B)(4).

Event description:
It was further reported that stent thrombosis occurred as per adjudication results.